Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. The tissue had blood. The surgeon used electric scalpel to coagulate. Now the patient is fine. No device will be returning as the patient had hepatitis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact.information is unavailable; device was not returned for evaluation. Additional information:was the procedure done open/laparoscopically? Open.what device was used for the proximal and distal transaction? What color reload? Tlc10 and blue reload unit used.what purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) purse string device.how was the purse string placed, by hand or with an assist device? If an assist device, what product? Assist device, code is unk.was the spike of the trocar inserted lateral or through the staple line? Lateral.what confirmation did the surgeon receive that the anvil was firmly attached? Confirmed by hand.when the device was fired, where was the indicator within the green zone/gap setting scale? Behind 1/3 of the green zone.was buttressing material utilized? No.was the instrument fired across or near an existing staple line or clip? Across.how did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Compressed until unable to fire further.were any unexpected noises heard? No.were any of the forces higher or lower than expected (closing, firing, or opening)? Lower forces when fired.was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes. Four revolutions before open.is a pathology specimen and/or report available? No.what steps were taken to confirm successful anastomosis (such as leak test, donut confirmation, etc.)? Donut confirmation.did the operation change significantly as a result of the device issue? No.what is the patients age and sex? Male and (B)(6).did a hcp other than the primary surgeon fire the instrument? If so, whom? Hcp.was there a recent conversion to ees devices in this account or with this surgeon? No. The device was not returned for analysis. A review of the manufacturing records was performed and no non conformance reports were found with the lot and batch numbers identified within this file. Complaint information is trended on a regular basis to determine if further investigation is warranted.